Event description:
It was reported that intermittent audio output occurred. On 12/11/2023, the patient stated that after setting up their g7 mobile app, the cgm values were about 100 points off. At some time during the event, the patient could barely move and noted that they were on the floor for four hours. The patient eventually called an ambulance and when paramedics arrived, they checked his cgm and bg meter and confirmed it was 100 points off (no values were reported). The patient was transported to the hospital. At the the hospital, the patient stated they received a low dosage of insulin via IV therapy. At the time of the report, the same day of the event, the patient was still at the hospital but was doing fine. Follow up contact was made with the patient on (B)(6) 2023 and it was reported that the patient was still at the hospital since (B)(6) 2023 but did not provide additional information about the event. Additionally, the patient reported that they had been taking 100 units of insulin as recommended by his doctor. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - impact code - f14 prolonged episode of care

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient misplaced his receiver and switched to the smart phone display device as a result. On (B)(6) 2023, the patient stated he did complete the warm up phase and was getting readings on the display device. He compared the cgm values to his bg meter and reported the cgm was 100 mg/dl lower than the bg (exact values were not remembered). The patient mentioned he had been taking insulin as recommend by his doctor. The day of the event, the patient reportedly had to call the paramedics as he was laying on the floor for 4 hours and could barely move. The bg by emergency medical services (ems) was reportedly 100 mg/dl higher than the cgm value (no values documented). The patient was reportedly hospitalized and he was treated with low dosage of unremembered insulin through IV. According to the report, nurses at the hospital also checked and tested his g7 wearable while he was still wearing it and compared it to the bg meter. They said it was "really way off and not working accurately". Upon follow up with the patient (B)(6) 2023, the patient was still in the hospital from the episode and the cgm had been removed but the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.